Manufacturer narrative:
Engineering evaluation noted the revision reported was likely the result of the baker's cyst presence and subsequent rupture. Research into baker's cysts did not indicate any correlation between total knee replacements and cyst formation.

Event description:
Index surgery: (B)(6) 2015. Revision of right knee component due to patient presenting with cyst and lysis.

Manufacturer narrative:
Pending device return and evaluation. Pending evaluation.

Event description:
Index surgery: (B)(6) 2015. Revision of right knee component due to patient presenting with cyst and lysis.